Event description:
Had total knee placement on (B)(6) 2013. After operation, had terrible blister on back of leg. Contracted pneumonia 2nd day. Unable to bend leg (knee) constant pain. Device rotated. Dr (B)(6) put medical device in knee. They said I could only report problem to doctor. I have had 2 manipulations, one by dr (B)(6) who operated on knee. The other by a different doctor, dr (B)(6). I now have a 3rd doctor who most likely will need to do another surgery to remove device. I am in constant pain (from knee to ankle). The knee is always swollen and inflamed (red) and hot to touch. I have been unable to walk and need to use a motorized cart if going to get food. I have had several months of physical therapy but unable to bend my knee (limited bend) when I stand, it feels like all my energy sinks to my leg and I am very weak and unable to walk. Unable to care for myself and need assistance. Had to use cpn machine for an additional 3 months. Received a bill for (B)(6) dollars for machine. Pneumonia - 2nd day in hosp. Pt stopped. Nurse dropped leg.